Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus"; however, the device was used for a venous intervention procedure. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left iliac artery. After an 18x90 wallstent was implanted, a 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for post-dilatation. The balloon was initially inflated at 5 atmospheres and was deflated; however, during the second inflation at 5 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.